Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 53 mg/dl. Customer was declined to troubleshoot for low blood glucose. Customer also reported that insulin pump had change sensor alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.